Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by nurse, "holes in the lines developing in PICC line. Patient required further PICC insertion to continue their treatment. They removed and discarded the PICC¿." No other information was provided.